Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that when they powered up the ventilator unit, the device was displaying circuit disconnect, low peak inspiratory pressure (pip), low minute volume (ve). The customer reported no patient involvement or allegation of patient harm.